Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 450 mg/dl at the time of incident. Customer treated high blood glucose with manual injection. Customer reported infusion set had bent cannula. Customer was assisted with troubleshooting for bent cannula. It was unknown whether the auto mode feature was active at the time of high blood glucose event. The insulin pump will not be retuned for analysis.